Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer stated that they use rechargeable batteries and when they got a new battery, the pump kept giving a battery out limit alarm. Customer was sleeping when the alarm went off. Pump alarmed during normal use. Customer was advised to clear the alarm. A replacement battery cap will be sent. Customer was advised to monitor the pump. Customer was assisted with removing the black circle on the pump by pressing the act button. Customer declined troubleshooting for their blood glucose level. Customer was explained about the low battery alarm. Customer was advised that rechargeable batteries work differently and the pump is not designed for them. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.